Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant procedure, there was a connection/screwing issue while attaching the right ventricular (rv) lead to the new device. The device was attempted and not used. A different device was used to complete the procedure. No patient complications have been reported as a result of this event.